Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. A getinge field service engineer (fse) evaluated the iabp unit and replaced the main board of the iabp in an attempt to fix the issue. However, when the new main board was installed the screen did not turn on and the printer started to print electrical failure #7. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery icon issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that a getinge authorized dealer evaluated the iabp and resolved the issue by replacing the power supply of the iabp. The batteries were in good condition and had only been in use for 8 months. By some error, the power supply presented the battery icon as empty when it was fully charged. At first the getinge authorized dealer thought it was the main board so in an attempt to fix the issue they tried replacing it, but then recognized that the batteries connect directly to the power supply so they replaced the power supply to see if it would fix the problem, and the problem was fixed. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the customer saw that the battery icon of the cs300 intra-aortic balloon pump (iabp) showed empty, so the customer decided not use the iabp. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that prior to use on a patient, the customer saw that the battery icon of the cs300 intra-aortic balloon pump (iabp) showed empty, so the customer decided not use the iabp. There was no patient involvement, and no adverse event reported.